Manufacturer narrative:
Reported event was confirmed per operative report review. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This follow-up report is being submitted to relay additional information. Updated:

Event description:
No further information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty due to loosening approximately 3 years post operatively. Attempts have been made and no further information has been provided. No additional patient consequences were reported.